Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity and multiple sclerosis. The healthcare provider reported the patient had an MRI earlier today and the pump was not showing a motor stall recovery. The patient had been in her area for a few hours now and the pump was last checked an hour ago and it was still showing a stall. It was reviewed it can take up to 24 hours for the pump to recovery from a stall and recommended continuing to check it periodically to check for recovery. Additional information received from another healthcare provider reported the patient had an MRI at noon and it was now 6pm. Per the caller, a company representative was there at 3:30 and interrogated the pump a few times but did not see a motor stall recovery. It was confirmed the patient was not symptomatic. Re-interroga tion of the pump was recommended and the healthcare provider was transferred to nas (national answering service).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.